Manufacturer narrative:
(B)(4). Additional information: the patient finished antibiotic treatment on (B)(6) 2013. The patient's effluent was reported to be clear and the patient recovered. Retraining on aseptic technique was started on (B)(6) 2013.

Manufacturer narrative:
(B)(4). This report of use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a home patient (hp) who had a break in aseptic technique and subsequently was diagnosed with peritonitis manifested by cloudy effluent. The hp was treated with ceftazidime 500mg (frequency and route not reported). It is unknown at the time of this report if re-training on proper aseptic technique has occurred. The outcome of the peritonitis event was not reported.